Event description:
A report was received that the patient was experiencing discomfort and warm sensation at the battery site. It was also reported that this sensation would sometimes go up to the ribs and was present even when the stimulation was turned off. The physician thought it was a nerve from the incision site and the patient was so thin with not much subcutaneous tissue. The patient was prescribed a patch.

Manufacturer narrative:
.